Event description:
A malfunction alarm was reported with a malfunction code, malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.